Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years 3 months post implant of this 19mm aortic mechanical valve was explanted and replaced with a non medtronic valve for unknown reasons. No additional adverse patient effects were reported.